Event description:
Customer reported experiencing high blood glucose levels. Customer's blood glucose was 342 mg/dl attempted to correct with bolus. Customer stated he kept bolusing but blood glucose was not lowering. Customer's symptoms were little bit of dry mouth and frequent urination. Troubleshooting was performed. The drive support cap was normal. No air bubbles or leaks noted. Customer performed manual prime in the air and insulin did exit. Auto off, low reservoir and threshold suspend alarms were noted in the device history. Customer did not want to do high pressure test because he did not want to change the tubing. Customer stated that his blood glucose was high due to plants fats and is not want to continue troubleshooting. Customer stated his blood glucose was down to 248 mg/dl. Customer state his sensor readings were not that off. No further info reported.

Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.